Manufacturer narrative:
(B)(4) . Date of initial report: (B)(4) 2011. The generator was returned, evaluated and found to function to specification. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
Customer states: unit has been involved in an adverse incident.